Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The video telescope was returned to olympus for repair. The customer reports a greenish image although the white balance is working. There is no indication that the reported image failure occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection of the affected device, it was found that the device produced images with changing colours (purple, green). It was found that the r-unit of the affected device caused this issue. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.